Event description:
A (B)(6) female patient contacted zoll customer support to report that he is receiving constant check therapy electrode pad messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te messages) was confirmed. Upon evaluation, pulse wires within the distribution node were not connected. The cause for the disconnected pulse wires cannot be positively determined but was likely the result of cold solders. The belt also had bent pins in the trunk connector. The pins were bent in a swirl pattern. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the open connection or bent pins. The patient received a replacement electrode belt.